Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -2.75 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as a patient related factor.